Manufacturer narrative:
(B)(4). The patient underwent a gynecologic procedure in (B)(6) 2012. In house testing at the facility found no issues with the device.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, it was noted that the motor drive unit would not drive the disposable. The procedure was completed with another motor drive unit. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.